Event description:
The customer reported that the nav-ring has issues when trying to make a setting change. The values would jump around, unable to click on the up or down arrows to make changes. The customer reported that the unit was not in use on a patient. The customer is requesting service. The investigation is ongoing.

Manufacturer narrative:
The field service engineer completed the replacement of the front bezel with a navigation ring to address the reported issue.